Event description:
It was reported that during a shoulder arthroscopy case, the optics from the tip of the scope fell out. Allegedly, approximately 2cm of the fiberoptics fell into the pt's shoulder.

Manufacturer narrative:
Additional information will be provided once investigation is completed.